Event description:
A pt was found face down and dead while on a piece of medical equipment that nursing home has. Nurse stated that the bed turns people automatically and if the equipment isn't functioning properly, it is possible that death could result. According to nurse, there doesn't appear to be any foul play and they are not certain if it's related to the pt's death. The company was notified by the home and they wanted to retrieve the device for study. However, the nursing home has opted to have independent studies conducted and has placed the device out of device. This is the only unit that they have. Pt's time of death is 2002. An autopsy is being conducted and the results should be in soon.